Event description:
The user facility reported that the patient experienced back pain, chest discomfort and shortness of breath during the first use of a dialyzer. The technician temporarily slowed the pump flow and benadryl was administerd before treatment was completed. The patient is reported to have a history of reactions during dialysis treatment. On follow-up communication, it was reported that the physician decided to hospitalize this patient later the same day because of the symptoms experienced during dialysis treatment. The patient was kept overnight, and then, discharged.